Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under- infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction (missing information)/additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site at the customer facility by the baxter technician. A review of the event history log did not identify any abnormalities. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues noted; the device met these specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.